Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an error in the motor detected by reading unexpected value from hall sensor alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the error alarm was performed. Customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump was monitored for 3 days, no pump error noted during testing. No rewind/prime seating/occlusion/force sensor/motor anomaly noted during testing. Motor was tested outside of the device and passed. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.